Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system exhibited abrupt changes in pacing impedances on both the right atrial (ra) and right ventricular (rv) leads. As result the pacemaker generated an alert indicating the ra lead should be checked. Both leads are non-boston scientific devices. Initial testing was performed in office wherein no noise was observed. The pacing impedances measurements recorded during unipolar configuration were in range and stable for both leads. However, when programmed to bipolar the rv lead was stable but the ra lead measured more than 3000 ohms. Boston scientific technical services (ts) reviewed the stored measurements and trend information and determined lead impairment cannot be excluded. However, ring integrity must be checked with further testing. Additional in-office evaluation was recommended to complement the testing previously performed. The patient was scheduled for a follow-up visit. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the even description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited abrupt changes in pacing impedances on both the right atrial (ra) and right ventricular (rv) leads. As result the pacemaker generated an alert indicating the ra lead should be checked. Both leads are non-boston scientific devices. Initial testing was performed in office wherein no noise was observed. The pacing impedances measurements recorded during unipolar configuration were in range and stable for both leads. However, when programmed to bipolar the rv lead was stable but the ra lead measured more than 3000 ohms. Boston scientific technical services (ts) reviewed the stored measurements and trend information and determined lead impairment cannot be excluded. However, ring integrity must be checked with further testing. Additional in-office evaluation was recommended to complement the testing previously performed. The patient was scheduled for a follow-up visit. The pacemaker remains in service. No adverse patient effects were reported.